Manufacturer narrative:
(B)(4). Batch # l5596l. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the knife reverse button and the manual override worked properly. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: yes the knife get stuck and did not return to its normal position. The reverse button did not work so that the jaws did not opened. Only one stapler get stuck , the other one used to cut worked normally. The case completed using the second stapler . No it didn't affect the post operative outcome. Did the knife get stuck and not return to the home position automatically? Yes the knife get stuck and did not return to its normal position. Was the reverse button used and it worked but the jaws would not open? The reverse button did not work so that the jaws did not opened. When he used another stapler to help remove the stapler that was stuck and that stapler got stuck was that reported? Only one stapler get stuck , the other one used to cut worked normally. How was the case completed? The case completed using the second stapler. Did the post-operative care changed based on the event? No it didn't affect the post operative outcome.

Event description:
It was reported that during an open colorectal hemicolectomy procedure, he opened the stapler and fired the first reload. It went ok then the second firing the knife got stuck and the stapler didn't open even after reversing the knife and using the manual override. He used another stapler to help remove the stapler that was stuck. Opened new stapler and applied it medially to help remove the stapler as it was stuck. Unknown how case was completed. There were no adverse consequences for the patient.